Event description:
This spontaneous case report was received by regulatory authority from a female consumer in (B)(6) on 10-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2005 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. The placement was painful. Complication during insertion was also reported. The insertion was painful and took a long time; something went wrong with one of the coils and a third coil was inserted. Consumer experienced pelvic pain, pain during coitus, hip pain, leg pain, head pain, lower back pain, she was getting pins and needles (tingling), thighbone feels dead, increase/decrease of weight, tiredness, memory loss, and concentration problems. An x-ray of back and hips was performed and showed fibromyalgia. Consumer reported work-related problems. She contacted a doctor. Pill was her treatment. She was planning to remove essure. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Consumer was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Even though the fibromyalgia reported by consumer could alternatively explain the pelvic pain (and the other non serious pain-related events reported as well), considering the event's nature, a causal relationship between pelvic pain and essure cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Consumer was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Even though the fibromyalgia reported by consumer could alternatively explain the pelvic pain (and the other non serious pain-related events reported as well), considering the event's nature, a causal relationship between pelvic pain and essure cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.